Manufacturer narrative:
Explanted date: na. Additional information was received that the bsn sales representative believed that the revision did not happen.

Event description:
A report was received that the patient was experiencing discomfort because the ipg had rotated in the pocket. The patient will undergo an ipg revision.

Manufacturer narrative:
Additional information was received that there was no revision took place and nothing was currently scheduled. The bsn sales representative have no update and there was no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing discomfort because the ipg had rotated in the pocket. The patient will undergo an ipg revision.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing discomfort because the ipg had rotated in the pocket. The patient underwent a pocket revision procedure.